Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with stent damage. Strut row 1 at the distal end of the stent was raised. Strut rows at the proximal end of the stent were raised and misaligned. There were kinks along the entire length of the hypotube shaft. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, crossing difficulty occurred. The 82% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The lesion was predilated with a 2.5x15mm maverick balloon. A 4.0x24mm promus element stent delivery system was advanced, but it was unable to cross the lesion. Additional predilation was performed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.